Event description:
Dealer stated that the end user reported that the right motor brake on her tdxsp power chair locked up and threw her out of her chair. User sustained scrapes and was "banged up". No medical attention was sought. The left motor is also grinding. .